Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the pump shut down during transport. A member of the quality department at the facility asked the clinical support specialist (css) if there was a notification on the pump when the battery was running low. The css confirmed that there is a communication box that pops up on the monitor as the battery life is diminishing. The css will also contact the field service representative (fsr), so he can ascertain if this pump needs servicing at this time. Additional information received from the fsr on 01/11/2011 stated that "the quality department member at the facility emailed some strips in to be looked at. Pretty much everyone agrees it was operational errors; kinked catheter, etc. Fsr is planning to check the pump out on site just as a precaution." Further information received from the quality department member at the facility on 01/17/2011 stated that there were no patient complications.